Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The customer did not provide a lot number. Therefore, the device history record and complaint database could not be reviewed. The customer did not specify if this was the initial use of the device. The stent was examined visually and under magnification for any defects. No defects were found. No device failure. Method: the device history record and complaint database could not be reviewed.

Event description:
The customer reported that the stent was placed in a pediatric pt approx six weeks prior to the date of event. The pt came in complaining of pain and was putting saliva out through a fistula. When the physician examined the stent endoscopically he found a single defect in the membrane, with some tissue pouching through at this position. The physician stated, "it must be a small pin hole, since I can't see it visually when I look at the stent." The physician did not think that it led to a recurrence of the leak. The physician injected fibrin glue into the fistula, and then placed another stent. No harm or injury was reported.